Manufacturer narrative:
On 24-nov-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the smart touch (bidirectional). Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the device was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30598645m number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30598645m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Pericardial tamponade during af procedure. Adjuvant drug therapy by anesthesia and pressure monitoring during procedure. Pericardiocentesis was performed. Blood pressure under control and patient was transferred to the or for surgery. There was a delay of 60 minutes. An attempt has been made to obtain clarification to this complaint. However, no further information has been made available. Additional information: the physician¿s opinion on the cause of this adverse event: procedure. Patient outcome of the adverse event: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: vats, postoperative ite and revalidation. Relevant tests/laboratory data postprocedural: echocardiography: normal lvef, no structural heart disease, mildly dilated atria thorax xray: congestion, bilateral pleural effusion crp 170 mg/dl, hb 9 g/dl. Generator information: stockert, smartablate rf generator. A transseptal puncture was performed with a st-jude medical, brk needle. Prior to noting the CT ablation was performed: full pvi performed. No evidence of steam pop. The event occurred at the end of ablation phase. Irrigated catheter was used in the event, what was the flow setting: 17 ml for power < 30w, 30ml for power > 30w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: dashboard, vector & visitag with the visitag module parameters for stability: 3 mm 3 sec, force over time 25% 3g and ablation index. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.